Event description:
A male patient with previous aaa and pre-procedure diagnosis of right common iliac being longer with the iliac bifurcating from the posterior vessel wall and narrowing at the bifurcation, underwent aaa repair in 2007. The main body was placed and then the contralateral leg graft overlapped by 1.5 stents and then another iliac leg graft was placed with a 3.5 stent overlap to extend the landing zone. Angiogram revealed that the orifice of the right internal iliac was occluded by the iliac leg. Therefore, the peripheral stent was pushed cranially with the delivery dilator to regain patency. Another manufacturer's wire guide was inserted through an 8 french sheath to probe for the patency of the right internal iliac artery but the wire guide could not gain access to the internal iliac. Another attempt was made to push up the distal stent of the iliac leg with a 12 french sheath, which could barely gain access to the internal iliac artery then pta was conducted using another manufacturer's balloon which resulted in successful resolution of the occlusion. The final angio revealed a proximal endoleak. Placement of another manufacturer's stent resolved the leak and verified by dsa. (Refer to 1820334-2008-000023).

Manufacturer narrative:
Evaluation: cook's instructions for use indicates to read all instructions carefully. Failure to properly follow instructions, warnings and precautions may lead to serious consequences or injury to the patient. Confirm position of distal end of the iliac leg graft. Reposition the iliac leg graft if necessary to ensure both internal iliac patency and a minimum overlap of one full iliac leg stent within the main body endovascular graft. An internal clinical review indicated that the event was caused by incorrect placement of the graft due to user error and patient anatomy.